Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient reported that they turned their stim on and then a few minutes later the stimulation was stronger. The patient attempted to communicate with the ins and then the controller got stuck on a screen that said please wait. The controller remained on the please wait screen for 30 minutes. The patient reported that the ins was running wild (stim was feeling strong).prior to calling, the patient removed the battery and reinserted the battery in the controller to try to get the please wait screen to go away. After the device was reset the controller was displaying the setup screen (like the controller was not paired to an ins). The patient did not have the recharger available at the time of the call to try to pair the controller. The issue was not resolved through troubleshooting. The patient will get the recharger and attempt to connect to the ins.

Event description:
Additional information received. Rep reported patient turned stimulation down to resolve strong sudden stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.